Event description:
A surgeon reports a patient experienced a severe anterior chamber fibrinoid reaction with corneal striae following intraocular lens (iol) implant surgery. The patient was treated with antibiotics and steroids. Patient outcome was good. The surgeon indicated the event may have been related to the iol delivery system.